Manufacturer narrative:
The 3191 code was utilized due to the surgery that occurred. Device code (h6), report source (g3), initial reporter (e1, e2 and e3) were all corrected.

Event description:
This report is being filed to correct the initial reporter information, report source and a device code that were inadvertently entered incorrectly on the initial report.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that defibrillation threshold testing (dft) was being performed as it had not been completed at the implant of this system. Testing was unsuccessful despite three attempts. Induction testing was successful with an impedance measurement in the 40 ohms range. Xray revealed the electrode had been twiddled to the point that it was wrapped around the device and the tip of lead was at the xiphoid process. A revision procedure was performed and the system was repositioned. No additional adverse patient effects were reported.